Event description:
I am sending this letter in hopes it will help shed some light on how the placement of bard - davol hernia mesh has affected my life, in hopes no one else will have to endure the horrific nightmare that I have been living the last 6 yrs. I was in great health, married, 2 kids and self employed, running a home daycare for 20 years, something I loved and it gave me the opportunity to stay home and care for my own children. In 2002, I had surgery to fix a hernia and was told that mesh was used, from the time of surgery to the present I have been taking perocet for the unexplained abdominal pain, I have seen 43 different drs. In this time and had every test imaginable run 2 and 3 times, trying to explain the abdominal pain I was in. In 2004, I was finally diagnosed with a bowel obstruction and 3 ft of bowel was removed, the drs didn't know there was mesh in me until the surgery, and they were shocked and said my insides were all super glued together and the mesh had grown to everything. The surgery was very painful, and the pain still continued, more and more tests and over 6 weeks in the hosp and no answer for the problem. I have had drs tell me I was crazy, addicted to pain pills, go home and live on exlax and slimfast because nothing ever showed up. I honestly cannot remember not being sick since my 10 year old was born. In 2006, another hernia was diagnosed and I again had surgery to fix it and just found out last month that bard - davol was used in this repair. I am trying to find a dr. Who will remove this, I had another upper egd run last and am going to get the results monday, I hope someone will take this stuff out of me. I live in pain everyday and fear this stuff is wrapped around my bladder, but no one wants to get involved. I am seeing a pain mgmt dr next week, hopefully I can find someone to fix this problem before it gets worse, but the reports I have read say the damage is only going to get worse, and a colostomy might be an option but it wouln't get rid of the pain. No one should have to go through what so many have endured. I hope you all will hear the plea of so many out there suffering from this stuff. I hope it is all pulled off the market. Dont' ever have any type of mesh be put in your or anyone's you love body. It will turn your life inside out and your family will suffer the most. No one should have this done to them, its not fair. I appreciate your time and hope you will consider this suggestion.